Event description:
Customer reported receiving high readings on their medisense xceed meter. A test was performed using the customer's meter first and a reading of 126 mmol/l was obtained, a laboratory comparison was performed iwthin a ten-minute time frame and reading of 72 mmol/l was obtained. There was no report of death, or mistreatment associated with this event.